Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 6 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20nxac013 indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac013 met release specifications. As of 11/12/2020, no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the (B)(6) laboratories, and results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(6) test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20nxac013 did not meet release specifications, and the allegation conductivity low was confirmed. In conclusion, 20nxac013 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that before use, the naturalytes conductivity value would not go above 12.9 ms/cm and was below the minimum theoretical conductivity value. No patients were treated with the lot. Per the biomed, 1 jug is affected, and they are currently using naturalyte lot 20dxac106 without any issues. The biomed reported that there has not been any recent service to the machines, and they use bicarbonate 4000rx12 lot number: 20kxbc004. Samples of the reported batch of naturalyte are available. Further follow up was made to attempt to schedule a pickup, and return of the sample, however, a response was not received.